Event description:
It was reported a spectrum pump had door not fully latched alarms. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while attempting to load a set. Evaluation found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels due to cracks found in the threaded insert bosses in the front case. These mount the pumping mechanism to the front case and the cracks caused separation between front case and mechanism assembly. The front case was replaced.